Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cardiac surgery. According to the reporter: on (B)(6) 2011 and the pt was transferred to the intensive therapy unit. Three day after (on (B)(6) 2011) the suture broke close to the breasts (in some points). At the moment of the rupture the pt had mental confusion and agitation. Was necessary to remake the suture in the itu. The physician made the new suture in the itu and did not continue to observe this pt. He believes that the pt recovered without problems because he did not receive more info about the pt. Attempt to obtain more info about the case was made on (B)(6) 2011.